Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(6) site, per variance 5.

Event description:
It was reported that the customer was hospitalized for a blood glucose reading over 500 mg/dl. The customer was treated with manual injection and was in the hospital for three days. Attempts were made to reach the customer via telephone call but the phone number was disconnected.